Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with their insulin pump not delivering a bolus. Blood glucose value was 268 mg/dl at the time of the incident. Troubleshooting was performed and resolved the issue. Nothing will be replaced or returned.